Event description:
This report was received via a letter to the ophthalmic customer svc return dept from a nurse reporting bubbles in device and a request for replacement of product. According to the letter, this was not the first time they have experienced this problem. The ophthalmologists have had difficulty in irrigating and aspirating the bubbles from the pt's eye. As a result, four pt's have experienced a spiked intraocular pressure the first day postop. This man had a post-op iop of 38. It was reported that intervention was required to prevent permanent impairment/damage, but specific treatment info was not provided. This pt recovered. Product from lot nos xk55540 and xk55478 was returned and evaluation performed by the MFR. No further info is expected.